Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that they experienced high blood glucose. The customer blood glucose level was 488 mg/dl at the time of incident and the current blood glucose of the patient is around 300 mg/dl. Customer's nurse reports they did receive a change sensor alert. Customer's nurse reports they did not receive a calibration not accepted alert. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. Customer's nurse declined troubleshooting. The insulin pump will not be returned for analysis.